Manufacturer narrative:
(B)(4). Investigation/evaluation during the course of the investigation, a review of the complaint history, quality control, instructions for use (IFU), and drawing of the product was conducted. The silicone positioner is checked to be at the correct location and the o.d. Of the positioner is checked per qc specifications. The product was not returned for a physical examination; however, it is stated within the provided IFU "upon removal of catheter, ensure that positioner is still on body of catheter. If still lodged in patient cervix, remove using forceps." During the procedure should the positioner fall off of the catheter, the end user is instructed to remove the separated section with forceps. Based on the information provided and the results of our investigation, it is possible that force was applied; which may have resulted in the difficulty experienced. We will continue to monitor for similar complaints. Per the risk assessment (ra) no further action is required.

Event description:
At the end of an unknown procedure on a female patient of unknown age, the user was holding the catheter with swabs while removing the device. The rubber stopper slid off of the catheter in the patient. The physician was able to extricate the part from the patient. The customer stated it seemed there was not enough resistance for the rubber piece to stay on the device when removing. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
At the end of an unknown procedure on a female patient of unknown age, the user was holding the catheter with swabs while removing the device. The rubber stopper slid off of the catheter in the patient. The physician was able to extricate the part from the patient. The customer stated it seemed there was not enough resistance for the rubber piece to stay on the device when removing. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.